Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm on approx one month ago. The aortic neck had mild angulation, it measured 17 mm in diameter proximally, 21 mm distally and it was 10 - 15 mm in length. The iliac arteries were mildly calcified and moderately tortuous. It was reported that the final angiogram revealed a possible type I endoleak. The physician implanted an aortic cuff and the endoleak resolved. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). Results & conclusion: (mildly angulated and conically shaped aortic neck).